Event description:
A caller reported a malfunction on the pump, specifically displaying a malfunction code. There was no adverse impact on the customer's blood glucose level as the level did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact technical support again if any malfunction code recurred, which they acknowledged and understood.